Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the aaa procedure was completed. The knot of the first and second proglide devices was unable to be advanced. Arteriotomy closure was attempted with the sutures of a third and fourth proglide device; however, the suture came out of the artery with the knot. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported difficulty advancing the knot could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.